Event description:
It was reported to medtronic minimed that the customer received a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed) and the customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm and did not receive a request to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date. The adapt tool recorded pump error 38 on 09/01/2025 10:29:41.000. Line number=771 file number=121. The adapt tool also recorded pump error 49 on 03/29/2025 19:30:16.000 and 03/29/2025 19:30:40.000. Line number=691 file number=39. Additionally, critical pump error 53 was noted on 03/06/2025 11:54:28.000. Line number=418 file number=32107. Per software engineering log, pump error 38 was generated during rewind due to motor stall, pump error 49 was generated since backup battery did not have enough power to support safe shutdown when aa battery was removed, and pump error 53 was triggered due to significant external magnetic field. Isolate to electronic assembly motor voltage regulator. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No delivery anomalies or unexpected alarms noted during testing. No low battery alarms or unexpected battery power loss noted during testing. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 6.0 received the lowbatteryalert (104) on 03/29/2025 09:17:00 after more than 7 days at 22.93 days. Battery cycle 3.0 received the lowbatteryalert (104) on 02/13/2025 08:22:00 after more than 7 days at 20.53 days. Battery cycle 2.0 received the lowbatteryalert (104) on 01/23/2025 10:02:00 after more than 7 days at 20.64 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. No moisture damage or physical damage noted during visual inspection. The following cosmetic damages were noted: broken belt clip rails, label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer allegations with pump error 38 and pump error 49 were confirmed when both were recorded in adapt. Additionally, critical pump error 53 was noted in download history files. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.